Event description:
It was reported that loss of capture was noted on the right atrial (ra) lead. Due to the anatomy of the patient, a replacement ra lead and a new system were implanted on the right side of the patient. Later, the old system implanted on the left side was disabled by reprogramming the device. The patient was in stable condition.

Manufacturer narrative:
The event date was estimated to have occurred in 2024.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.